Manufacturer narrative:
(B)(4). The patient experienced peritonitis between (B)(6) 2014. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient developed the peritonitis while hospitalized for an unrelated issue. The cause of the peritonitis was unknown. During hospitalization, the patient was treated with vancomycin (1g, intraperitoneally, frequency unknown, duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 1 of 4.